Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a operation was planned with a spiral blade. It was reported that it was impossible to insert the blade through the aiming arm together with the adapter. The surgeon has tried to use 2 different blades and had the same problem. This is report number 4 of 4 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that there no complaint related anomalies. The device history record shows lot# 7546080 of ti spiral blade 65mm was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. It met all specifications with no anomalies noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.